Manufacturer narrative:
Citation: karamon, k.s., sobstyl, m. Smolinski, l. Hemorrhagic complications in deep brain stimulation: analysis of non-surgical risk factors in a cohort of 683 patients. Neurosurg rev 49, 350 (2026). Https://doi.org/10.1007/s10143-026-04226-9 a2. This value is the average age of the patients reported in the article as specific patients could not be identified. A3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. B5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence will be sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "hemorrhagic complications in deep brain stimulation: analysis of nonsurgical risk factors in a cohort of 683 patients". The following medtronic devices were used: burrhole device, 4-channel leadpoint system, external clinician programmer, lead. Reported events: 2 patients had intraparenchymal hemorrhage with transient symptoms that included dysarthria and altered mental status. One of the patients was on aspirin, which was discontinued at least 10 days prior to the surgery. According to the literature, the most convincing patient-specific factors include the presence of hypertension, age, and a history of antithrombotic therapy, while surgery-specific factors include the trajectory traversing a sulcus or ventricle, as well as the use of intraoperative mer, particularly the number of brain passes made by microelectrodes.